Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 to treat pelvic organ prolapse, stress urinary incontinence and a mesh was implanted. It was reported that patient underwent implantation of bard ureter sling for stress urinary incontinence on (B)(6) 2007. The patient also underwent in office cystourethroscopy on (B)(6) 2012 . (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, and dyspareunia, frequency and itching. (B)(4).

Event description:
It was reported that following insertion the patient experienced urgency, and dyspareunia, frequency and itching.